Manufacturer narrative:
Analysis inspected one opened and used enlite sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received calibration error and sensor error alerts. Blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was performed and the customer was advised to remove the sensor. The customer removed the sensor and stated it was separated by something. The sensor was returned for analysis.